Event description:
The physician was attempting to deploy a 3.0mm diameter x 15mm length resolute integrity rapid exchange (rx) drug eluting stent to treat a lesion in the 1st obtuse marginal using the buddy wire technique. It was reported that the lesion exhibited 80% stenosis and moderate calcification. The lesion was pre-dilated twice, however, the stent could not cross the lesion. The target lesion was treated using a 3.0 x 15 mm other brand stent. No clinical sequelae were reported. The device was returned to the manufacturing facility and the stent was noted to be damaged. Device evaluation: the distal tip was flared. The proximal pillow balloon folds were partially opened and disturbed. A number of struts on the 1st distal stent segment were partially raised and flared.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation and failure to deliver stent),patient condition affected effectiveness of the device (patient lesion morphology, 80% stenosis and moderate calcification). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (patient lesion morphology, 80% stenosis and moderate calcification). (B)(4).

Event description:
Correction - 5 day report checked in error in initial report. A 30 day report is correct.